Event description:
It was reported when pulling the lever down to angulate up at >90 degrees, the bronchovideoscope exhibited loss of image/ black screen. The issue occurred during a pedi diagnostic bronchoscope procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.